Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient was admitted to the hospital for diabetic ketoacidosis. The patient was given and IV and insulin and discharged on (B)(6) 2016. Patient's mother indicated that the event was not related to the dexcom system. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event was not confirmed. A root cause could not be determined.